Event description:
A report was received that after a recent revision procedure the patient was having difficulty charging the ipg. The patient will undergo a revision procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery.

Manufacturer narrative:
Additional information was received that it was confirmed that electrocautery was used during the recent revision procedure which caused ipg damage. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that after a recent revision procedure the patient was having difficulty charging the ipg. The patient will undergo a revision procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery.